Event description:
Reportedly, the patient received 3 inappropriate atp during atrial fibrillation.

Manufacturer narrative:
Review of the episodes recorded in the patient files dated on (B)(6) 2022 showed that several treated arrhythmia episodes were recorded. The 3 reported arrythmia episodes on (B)(6) 2022, were treated by atp. On these 3 episodes, the ventricular rhythm was accelerated < 325ms and stable (no long cycle detected). Thus according to the programming, atp was delivered. Based on the available information, the algorithm / ICD functioned according to specifications.

Event description:
Reportedly, the patient received 3 inappropriate atp during atrial fibrillation.